Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: (B)(6). Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with bd preset¿ arterial blood collection syringe the cap was discovered to be missing. The following information was provided by the initial reporter, translated from (B)(6) to english: before use, the customer found 1ea abg has no heparin cap.